Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event where cannula did not stay in the body on (B)(6)2024. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been soft cannula dislodged from tissue during use. The batch 6005842 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and for the code soft cannula dislodged from tissue during use. Complaint investigation. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6005842 was manufactured according to the wi version 27 manufactured in the line 1, on 02/mar/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code evaluated soft cannula dislodged from tissue during use and lot 6005842 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.